Manufacturer narrative:
The reported high pacing threshold was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the high pacing threshold could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient had an exit block. The device also exhibited high capture thresholds and was noted on the pacing system analyzer. The device was explanted and replaced. Patient condition was good.